Event description:
It was reported that during a breast biopsy, the device was unable to fire. Another device was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state". It was found that the stylet was in the "ready (primed) position; however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. The cannula was not retracted as it should have been. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The firing trigger was pressed and was unsuccessful. An attempt was made to twist the rotational knob and the device would not prime. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tangs were found to be broken. The investigation is confirmed for a break, as the cannula hub and tangs were found to be broken. The investigation is inconclusive for failure to fire, as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty current instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.